Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. See h.10.

Event description:
It was reported that 2 needle precisionglide 30x1/2in experienced needles that were clogged/blocked. Product defect was noted during use. The following information was provided by the initial reporter: when trying to inject intraocular medication, two (2) surgeons observed that the needle was obstructed. There have already been 3 identical episodes with the same product, from the same batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 needle precisionglide 30x1/2in experienced needles that were clogged/blocked. Product defect was noted during use. The following information was provided by the initial reporter: when trying to inject intraocular medication, two (2) surgeons observed that the needle was obstructed. There have already been 3 identical episodes with the same product, from the same batch.